Event description:
The patient underwent a dental procedure at tooth sites (B)(6) on (B)(6) 2021 with placement of a copios pericardium membrane and a puros® allograft customised block standard. Two weeks after wound closure, the patient was noted to have lingual dehiscence that caused an infection and bone loss. On (B)(6) 2021, both grafts were removed as it was not possible to close the wound again. The patient also experienced inflammation and pain. This med watch report is for the copios pericardium membrane.

Manufacturer narrative:
A comprehensive records re-review will be conducted. Once the results are available, a follow-up report will be submitted.

Manufacturer narrative:
A comprehensive records re-review will be conducted. Once the results are available, a follow-up report will be submitted.

Event description:
The patient underwent a dental procedure at tooth sites 35 and 36 on (B)(6) 2021 with placement of a copios pericardium membrane and a puros® allograft customised block standard. Two weeks after wound closure, the patient was noted to have lingual dehiscence that caused an infection and bone loss. On (B)(6) 2021, both grafts were removed as it was not possible to close the wound again. The patient also experienced inflammation and pain. This med watch report is for the copios pericardium membrane.

Event description:
Additional information was provided indicated that the patient is a 63-year-old male who is also a smoker and did not have any concomitant diseases. On (B)(6) 2021, the patient underwent a dental procedure where spongious granules from another distributor, a puros allograft customized block and two copios pericardium membranes were implanted at tooth sites #35 & #36 in the left mandibular. The dentist reported two weeks after wound closure, on (B)(6) 2021, there was small lingual dehiscence noted that caused an infection and then bone loss. This resulted in the wound not being able to be closed again. The dentist also reported that the patient experienced inflammation and pain. On (B)(6) 2021, dehiscence noted. The bone block seemed well supplied with blood and a small bone crest was removed. On (B)(6) 2021, dehiscence approximately 1cm was noted to be present. On (B)(6) 2021, the bone block, osteosynthesis screws, bone replacement material, inflamed autologous bone and tissue and two membranes were removed. The sharp bone edge had worked its way lingually through the very thin mucous membrane. It was noted that the proportion of the exposed bone had increased. The second wound closure was more difficult due to perform due to the patient smoking. On (B)(6) 2021, the patient returned for recheck with unremarkable findings. On (B)(6) 2022, the patient returned for an additional recheck with unremarkable findings. The second copios pericardium membrane that was implanted is associated with MFR report #: 3002924436-2022-00002 (serial ID (B)(6) / lot nzs18490077).

Manufacturer narrative:
Rti germany conducted a batch documentation review for copios pericardium membranes manufactured from lots nza18490189. No departures from standard operating procedures were noted during the records re-review for the donor. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed (B)(4) copios pericardium membranes from lot nza18490189 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. In general, problems in wound healing can be associated with, e.g. Injuries, surgeries, failure of blood supply to the surgical site, infection or radiation therapy. At the second follow-up visit a small wound dehiscence had developed which continued to enlarge over the follow-up visits. The wound dehiscence finally resulted in the grafts and the inflamed autologous bone to be removed. The wound re-opening by the sharp-edged bone fragment led to wound dehiscence and subsequently to infection and inflammation with pain. This post-operative complication caused transplant failure and bone loss. The patient is a 63-year-old smoker, causing decreased blood flow and vessel contraction in the oral region which leads to impaired and delayed wound healing. Based on the information provided, it is more plausible that the patient's adverse event is associated with a source or event extrinsic to the puros® allograft customized block and copios pericardium membrane xenograft.